Event description:
It was reported that there was a gap between the y-set and the spike of the transfer set when attempting to connect them. There was no injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the transfer set was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. The reported connection issue could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).